Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 300-500mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of hi non-fasting using meter. The test strip lot manufacturer's expiration date is 1/31/2021 and open vial date is 8/4/2019. The meter memory was reviewed for previous test result history. (B)(6).

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 300-500mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of hi non-fasting using meter. The test strip lot manufacturer's expiration date is 1/31/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: hi, date: (B)(6) , time: 7:00am, non fasting. Result 2: hi, date: (B)(6) , time: 7:55pm, non fasting. Result 3: n/a. Result 4: n/a. Result 5: n/a.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause:mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause:mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 300-500mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of hi non-fasting using meter. The test strip lot manufacturer's expiration date is 1/31/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: hi date:(B)(6) time: 7:00am non fasting, result 2: hi date:(B)(6) time: 7:55pm non fasting.